Event description:
Customer reported that a multistix 10sg dipstick read erroneously as a multistix pro 10lb dipstick on the instrument. There was no report of injury for this event.

Manufacturer narrative:
Customer indicated that the sample was red prior to analysis. As stated in the IFU: substances that cause abnormal urine color may affect the readability of test pads on urinalysis reagent strips. These substances include visible levels of blood or bilirubin and drugs containing dyes (e.g, pyridium, azo gantrisin, azo gantanol), nitrofurantoin (macro dan tin, furadantin), or riboflavin. The customer has been previously offered a software upgrade that would trigger an error code instead of producing results, if a 10sg strip was misread as a 10lb but the customer has chosen not to install the software.